Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation is complete. Patient identifier: unknown. Age at time of event: unknown. Weight: unknown. Ethnicity : unknown. Race: unknown. Date of death: exact date of death unknown, it occurred the week of (B)(6) 2021, on the same date as the incident occurred. Incident date: exact date of death unknown, it occurred the week of (B)(6) 2021, on the same date of death. Unique identifier: (B)(4). Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
Clinician reported a patient death occurred. An internal bleed was not discovered. Clinician made the diagnose based on review of a CT study from a zero footprint viewer. The zero footprint viewer was reportedly not displaying all images within the CT study.

Manufacturer narrative:
Investigation completed. The conclusion determined the product did not malfunction, or that any mitigations in place failed. In addition, it has been concluded that the product did not cause or contribute to the reported event. The customer initially alleged a missed internal bleed following review of an incomplete CT scan on the zero footprint (zfp) viewer. Upon follow up, the customer reported that the full CT scan was always present to the clinician on the zero footprint viewer and there was no misdiagnosis associated with the reported patient death.